Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4) the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant continued: 5076, implantable pacing lead, (B)(6) 2008; (B)(4), pain stim lead, (B)(6) 2005; 3487a-33 x2, pain stim lead, (B)(6) 2005; 7427, pain stim implantable pulse generator, (B)(6) 2005; 7435 neuro programmer, (B)(6) 2005; 748925 x2, neuro extension, (B)(6) 2005. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specifications during the manufacturer's analysis. No patient complications have been reported as a result of this event.